Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: loss of external power ac power supply indicator not showing in the machine failure occured during the general check. The patient was not involved.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: loss of external power. Ac power supply indicator not showing in the machine. Failure occured during the general check. The patient was not involved.